Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found that the "cassette not attached" error was verified and repaired by replacing the downstream occlusion sensor. The device was calibrated, software was installed, and the device passed all functional and delivery tests after the repairs.

Manufacturer narrative:
Additional information was received indicating that no patient was involved in this event.

Event description:
Information was received that a smiths medical cadd solis vip infusion pump is alarming cassette not attached during preventive maintenance. No adverse effects reported.